Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. The pt's pulse quality pre-procedure was reported to be 1+. The vessel size was not measured, but it was "eyeballed" and thought to be on the small side. It was reported that good mark had been obtained. There had been no problems with foot or needle deployment. Ooze was then noted post deployment. The physician attempted to tighten the suture. The suture was cut and manual compression was applied for 5 min. The pedal pulses were noted to be absent 5 min post compression. The pedal pulses were ausculated via doppler. A vascular surgeon was consulted and the pt was taken to surgery. An occluded right femoral artery was found, secondary to suturing of the anterior and posterior wall together. The physician released the suture and applied a patch. It was reported that post-op the pulse quality returned to 1+. The pt has been dischaged home. There was no report of further adverse pt sequelae.